Event description:
It was reported that device inappropriately diagnosed a slow ventricular tachycardia as an svt. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.